Manufacturer narrative:
The customer reported that they will not return the defective pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined. However, the customer will replace the main pcb (printed circuit board) from their stock. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed transducer fault while on a patient. The patient was transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.